Event description:
The user facility reported that during a patient procedure their surgical light made contact with the vividimage 4k display causing it to shatter. There was a minor delay in procedure due to the reported event. No report of injury.

Manufacturer narrative:
During the reported event, the user facility was able to clean up the broken glass and cover the monitor to successfully complete the procedure. This caused a minor ten-minute delay in procedure. The root cause of the reported event is attributed to the user facility mishandling the surgical light. The technician repaired the necessary components, tested the monitor, found it to be operating according to specification, and returned it to service. No additional issues have been reported.